Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the trilogy 100 device failed the active exhalation purged value test steps during testing. The manufacturer's service technician replaced the device's active exhalation control module to address the issue. Additional findings not related to the malfunction/issue was a noise observed from the blower. The manufacturer's service technician replaced the device's blower and stirring fan to address this issue. The manufacturer's service technician proactively replaced the following parts on the device: pollen filter, exhaust fan assembly, and the forty-three micron filter. After the parts were replaced on the device, the manufacturer's service technician performed the repair and run-in tests, along with the battery and alarm checks. The manufacturer's service technician determined that device was operational and cleaned it.